Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there were multiple o-rings from a previous cartridge on the pneumatic tap. One of the o-rings was successfully removed but the second was not as the customer felt that possible pump damage could be caused by removing the second o-ring. Blood glucose level was 140 mg/dl. Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.